Manufacturer narrative:
The reported event was confirmed. Received sample in opened package. The evaluation confirmed that a bend was observed in the inlet tube. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10) secure drainage tube to bed sheet with clip to ensure hat there is neither twist nor kink in the tube." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the pakage, the inlet tube was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the package, the inlet tube was bent.